Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter displays a result of "81 mg/dl" as "hi." The patient tests her blood glucose 5-6 times a day. She tests before breakfast, lunchtime, dinnertime, at 8:00 pm, and at 3:00 am. She manages her diabetes with lantus insulin in the evening and sliding-scale apidra insulin based on her meter readings. The patient indicated that the alleged meter issue started the same day, at around 8:00 am. The patient claimed that she obtained a pre-breakfast meter reading of "81 mg/dl" that morning that appeared to her as being "hi mg/dl." She explained that from certain angles, the top segment of "8" appeared to be blank. Therefore, the "8" appeared to her as an "h." As a result of seeing a "hi" result, the patient took an increased dose of sliding-scale apidra insulin. The patient took 15 units of insulin. Four hours later that same day, the patient claimed that she developed symptoms of being confused, was "freezing," couldn't make sense of anything, and did not feel as though she was going to make it out of her low episode. The patient tested her blood glucose while feeling low and got a result of "41 or 46 mg/dl." The patient administered self treatment by drinking chocolate milk and eating snacks with sugar. The self-treatment helped to relieve her symptoms. After feeling better, the patient stated that she retested that same day at an unspecified time and claimed to have gotten another result of "81 mg/dl" that she interpreted as "hi mg/dl." The patient alleged that she took another 15 units of sliding-scale apidra insulin and suffered another low episode that same day. Again, she tested her blood glucose while feeling symptomatic and got a result of "41 or 46 mg/dl." The patient administered proper self-care by eating food and drinking a beverage. She denied seeking or receiving medical attention from a health care provider during the time of concern. The patient did not allege missing segments or any other meter readings that were misinterpreted. She just mentioned that the "81" results that she obtained looked like "hi" at certain angles. However, when she looked at the meter readings directly, she clearly saw the "81" results. The patient did not realize the results were actually "81" until after the events occurred and she looked into the meter's memory to review her readings. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered 2 hypoglycemic events after taking too much sliding-scale insulin based on results of "81 mg/dl" that appeared to her as being "hi mg/dl."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.